Event description:
It was reported that the patient presented to the hospital with dizziness and syncope. Upon interrogation, it was noted the leadless pacemaker (lp) exhibited high capture threshold. It was noted that programming was performed previously to address the high threshold. X-ray imaging was performed and confirmed dislodgement. The lp was in the right ventricle trapped just below the tricuspid valve. No intervention was performed. The patient was stable.